Manufacturer narrative:
Service was not dispatched as the customer cancelled service and did not question system performance. The customer indicated the results compared well to another manufacturer's instrument. Quality control (qc) was within the expected ranges at the time of the event. The customer performs slide estimates by looking at a field of 100 red cells; each platelet seen is equal to 20,000 platelets. The customer verifies platelet estimate for counts of 100,000 or less. A definitive cause of the event is unknown.

Event description:
The customer reported low platelet results, without system generated flags, for several patients, involving unicel dxh 800 coulter cellular analysis system. The results were discordant to slide estimates which were considered correct by the customer. One patient recovered high platelet count. Three other patients had borderline low platelet counts and, on estimate, were normal. The erroneous results were not released out of the laboratory. The slide estimates were issued. There was no patient consequence associated with this event.